Event description:
It was reported that the patient's ipg was explanted due to recharge burden.

Manufacturer narrative:
This device no longer meets reportability criteria due to displaying normal device characteristics.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and device information. Date of event is estimated.

Event description:
It was reported that the patient's ipg would be replaced for an unknown reason.